Manufacturer narrative:
The field service representative (fsr) duplicated the reported complaint. The fsr found that the occlusion knob was wobbly. The fsr replaced the roller pump. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the roller pump head occlusion was slipping and had to be tightened almost all the way which is atypical. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.